Manufacturer narrative:
(B)(4)

Event description:
It was reported that a merlin.net transmission revealed that the right atrial lead exhibited noise which resulted in inappropriate mode switch episodes. No intervention or patient symptoms were reported.